Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to an infected system. Additional information received indicates that the patient had endocarditis caused by the infected system which further developed into sepsis. There were no additional adverse effects reported. The product was explanted.